Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 840 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, loss of consciousness treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, unomedical, mmt-1880. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucoses. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, broken belt clip rail, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 03-nov-2024 in the pump history file. 11/03/2024 09:08:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 67000 (6.7 u) bolusamountdelivered: 67000 (6.7 u) 11/03/2024 10:21:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) 11/03/2024 19:39:09.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 114000 (11.4 u) squarebolusamountprogrammed: 63000 (6.3 u) bolusamountdeliveredforthecurrentboluspart: 114000 (11.4 u) 11/03/2024 21:39:00.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 114000 (11.4 u) squarebolusamountprogrammed: 63000 (6.3 u) bolusamountdeliveredforthecurrentboluspart: 63000 (6.3 u) please see below for the daily total of all insulin delivered on the event date 03-nov-2024 in the pump history file. 11/04/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 11/03/2024 00:00:00.000 dailytotalofallinsulindelivered: 603500 (60.35 u) dailytotalofbasalinsulindelivered: 299500 (29.95 u) dailytotalofbolusinsulindelivered: 304000 (30.4 u) there were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 03-nov-2024 in the pump history file. 11/03/2024 07:03:11.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-nov-2024 in the pump history file. 10/28/2024 15:49:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 10/28/2024 15:51:58.000 batteryremoved (55) 10/28/2024 15:51:58.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/28/2024 15:52:19.000 batteryremoved (55) 10/28/2024 15:53:24.000 batteryremoved (55) 10/28/2024 15:53:34.000 batteryremoved (55) 10/28/2024 15:53:38.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on 11/21/2024 1:50:58 am. There was no power data available for the date of 10/28/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.